Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Re-opened-device received in on 12 feb 2020. Examination of the returned device confirmed the complaint. Functional testing was not possible as the bottom of the instrument was deformed. The root cause can be attributed to heavy usage and wear out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the opening of tamp was too tight to fit over post. No pieces was noticed. No surgical delay